Event description:
Pt transferred to or #2 for d&c with endometrial ablation. Md requested balloon ablation. Five therma choice balloons were used before achieving desired results. Balloon 1 & 2, gave heating errors. Balloon 3 & 4 gave pressure errors. The 5th balloon worked with no apparent problems.